Event description:
The user facility reported that at the beginning of a diagnostic esophagogastroduodenoscopy, horizontal lines appeared across the video monitor, which obstructed the entire video image. The procedure was completed with a different, but similar device. There was no pt injury and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a static and flickering video image with lines displayed after testing the device with two different video processors. The investigation determined that the cause of the user's experience was isolated to the charge coupler device (ccd) unit of the device. This report is being filed as an MDR in an abundance of caution.